Manufacturer narrative:
E1 establishment full name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ligating device loop would not come off the poly, and the handle would not move. The event occurred during a therapeutic (endoscopic polypectomy) procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields:e1,g2 (unmark company representative and health professional). The device was returned to olympus for inspection and the customer allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely cause by the following mechanism 1 and 2: mechanism 1: 1.the loop was placed around the body tissue. 2.the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3.the slider was pulled to tighten the loop. 4.because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5.the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6.pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7.because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8.the slider was forcefully operated in the state described in "7", causing the operating pipe of the slider to deform and break. Mechanism 2: 1.the sheath was bent near the handle. 2.the operating wire could not move because the sliding resistance between the sheath and the operating wire increased. 3.the operating pipe deformed and broke because the slider was forcefully operated. (See fig. 9.) 4.due to the above issues, the loop could not detach from the hook. The event can be detected or prevented by referring to the instructions for use (IFU) in the instruction manual (drawing number: gk8332, revision number: 06), which contains the following: 1.do not strike or crush the coil sheath during operation as doing so can damage the distal end of the coil sheath, making it impossible to detach the loop after ligation. In this case, refer to section 12, "emergency treatment," and consult "equipment to be used in an emergency" on page 3 of this manual. 2.do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may tangle with the hook and become impossible to remove. In this case, refer to section 12, "emergency treatment," and consult "equipment to be used in an emergency" on page 3 of this manual. 3.do not hold the loop with the distal end of the tube sheath while the loop surrounds the tissue. Otherwise, during tissue ligation, the loop may detach from the hook in the tube sheath and tangle with it, making removal impossible. In this case, refer to section 12, "emergency treatment," and consult "equipment to be used in an emergency" on page 3 of this manual. 4.never use excessive force to operate the instrument as this could damage it. 5.straighten out the portion of the instrument that extends from the biopsy valve olympus will continue to monitor field performance for this device.